Event description:
The customer reported the device failed to shock through the pads. It was reported to philips that the alleged failure was observed while the device was in use on a patient. There was no reported adverse patient impact.